Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced some low voltage alarms. And a history of red heart alarms. An x-ray was taken and the hospital staff though that there appeared to be an area of increased lucency; however, during further review of the x-rays there was nothing remarkable seen in the images. The MFR recommended that the hospital staff manipulate the driveline while the pt was on the pt cable to see if they could reproduce any alarms, as that would help eliminate any external areas of concern they might have. A few weeks later was reported that the pt's pump was exchanged due to suspected thrombus. The pt's ldh was 3000. The pt remains ongoing with the new lvad and is doing well.